Event description:
A patiet reported blood glucose results of 20.7 mmol/l and 3.1 mmol/l with a lifescan meter, performed within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.